Event description:
It was reported that during a percutaneous transluminal angioplasty (pca) procedure, a guide wire fracture occurred. The totally occluded lesion was located in the extremely calcified and tortuous popliteal artery. The physician attempted to cross the lesion by torquing the mailman guide wire and the shaft kinked numerous times. In the opinion of the physician, the "wire stuck in occluded segment and wire fatigue developed after trying to cross heavily calcified segment". The tip of the mailman guide wire subsequently dislodged. The physician was unable to retrieve the tip from the pt and no further intervention was performed. According to the customer, "the popliteal artery was only about 2.5mm in diameter and the broken tip was lodged in a heavily calcified segment that was occluded distally. Therefore, there is minimal risk of distal embolization". The procedure was not completed due to this event. Pt status is reported as "okay".

Manufacturer narrative:
The guide wire has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.